Manufacturer narrative:
This device is used for treatment, not diagnosis. The nail shows strong drilling marks on the height of the blade hole. Possible causes:connecting screw was not tightened enough, instrument defective, strong soft tissue break through that occurred a distortion of the system. The present pfna nail was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported a patient was being treated for comminuted trochanteric fractures. The surgeon reduced the fracture with cerclage cables and attempted to insert the blade. The blade was not inserted accurately. The surgeon removed the nail and replaced it with another and inserted the blade into a different position. The procedure was completed.